Manufacturer narrative:
(B) (4). The ge service rep replaced the cine drive due to error that corrupted images had been found upon boot up. He reformatted the cine drive. The system now operates as intended.

Event description:
The customer reported that they were getting corrupted images error on boot up. No patient injury was reported.